Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Customer loaded a new cartridge to resolve the issue and insulin delivery was resumed.